Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer re-loaded the cartridge to resolve the issue. Customer¿s blood glucose (bg) level was 511 mg/dl. A correction bolus via the pump was delivered to address bg.